Manufacturer narrative:
A customer contacted a siemens customer care center (ccc) specialist. The customer informed the ccc that they installed a new sodium electrode on 2016-07-22. The coefficient of variation (cv) was good and calibration was in range. During the weekend, the customer noticed random fliers in the quality control (qc). The customer re-ran qc and qc came back into range, re-calibrated with fresh calibrator and checked cv. The customer also checked for any abnormalities in and around the ion selective electrode (ise), no issues were found. A siemens headquarters support center (hsc) specialist reviewed the data provided. Hsc was not able to find an issue with the electrode. The electrode was found to have performed within specifications. The cause of the discordant, falsely depressed sodium (na) result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample on an advia 2400 instrument. The initial result was not reported out to the physician. The customer reviewed the result data and found a zero anion gap. The customer re-ran the same sample on another advia 2400 instrument and resulted higher. The repeat result was reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium result.